Event description:
Information was received that a tube blockage occurred alarm to a cadd ms3 pump. Dose or amount: 15.2 ng/kg/min, frequency: continuous, route: sub q. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah. No reported adverse effects.